Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridges were changed to address the issue. While troubleshooting with tandem technical support, the cartridge was reloaded and insulin delivery was resumed. There was no impact to customer¿s blood glucose.